Event description:
A malfunction was reported on the pump, but no notable events occurred prior to this issue. There was no adverse impact to the customer's blood glucose level. The caller received support from technical support, who provided information on how to reset the pump and assisted in the reset process. After resetting, the malfunction code did not recur, and the customer was advised to continue using the pump and to call back if the issue happened again.